Manufacturer narrative:
Additional information: it was later reported that no detachment or fracture occurred, stent strut deformation occurred only. Strut deformation occurred on the middle of the stent. It is believed that the deformation occurred before the resistance was found during attempted delivery of the stent. Initial reporter phone number provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one onyx frontier drug-eluting stent to treat a moderately tortuous, moderately calcified lesion in the mid obtuse marginal (om) and circumflex artery (cx). The device was not inspected. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was noted when advancing the device. Excessive force was not used during delivery. It was reported that the device or component detached, cracked, or fractured during delivery through the lesion. The device was not kinked and re-straightened during use. The stent was removed in a regular way, and no detached portion of the device remains in the patient. It was also detailed that pre-dilatation was performed with two semi compliance balloons. The onyx frontier stent was delivered through to the cx directly to the lesion. An attempt to cross the lesion was made and the stent was advanced to the middle position of the lesion, however, then stopped advancing after resistance was found. The stent was removed. Another pre-dilatation was performed, and a non-medtronic stent of the same size and length was used successfully. The patient is alive with no injury.